Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology are unknown. It was reported that 3 weeks later the patient presented to the emergency room in renal failure. The patient was taken for angiography, which demonstrated total occlusion of the right hypogastric artery and partial occlusion of the left renal artery. A stent was successfully implanted in the left renal artery to treat the partial occlusion. It was reported that one week later a review of the pre-implant angiogram demonstrated that the bifurcated stent graft had been implanted too high. The patient was taken to the or where the right renal artery was recannulated and a stent was successfully implanted. The physician also attempted to pull the stent graft down, with minimal success. No additional clinical sequelae were reported and the patient is reported to be fine.